Event description:
It was reported that the user turned the ilet pump off for work and, upon turning it back on, received a connect cgm alert with intermittent signal loss to the ilet from a dexcom g7 cgm; readings resumed during the call, and blood glucose was unaffected, consistent with an intermittent communication failure involving the antenna/electrical communication component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability-related communication issue characterized by intermittent connection failure between the cgm and the ilet, associated with the device¿s antenna/electrical communication components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.